Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 32/0; cat# 6570-0-132 lot# 8741974. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that patients' right hip was revised due to groin pain. Patient's cartilage was reported worn out, otherwise no devices were observed to be loose or broken. Patient was revised to a trident ii construct.